Event description:
Kmts field rep reported that the patient expired on (B)(6) 2024. Patient was re- admitted to the hospital on (B)(6) 2024. Unknown if the patient was wearing the wcd system at the time of the death. Device event log indicated the last usage as (B)(6) 2024. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance). Returned therapy cable passed safety and eit but failed inspection for unrelated cosmetic issue. Evaluation of the returned system confirmed no issue with device performance and the wcd system performed as intended. Patient death is not due to malfunction of the device. Will continue to trend for future occurrences. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".